Event description:
It was reported that the ilet user forgot to reconnect their infusion set after showering and later reconnected, after which their blood glucose was trending downward with a reported value of 255 mg/dl at the time of the call. Symptoms included hyperglycemia with an unknown peak. Outcomes included user education and troubleshooting. Investigation included review of user-reported history and counseling on proper infusion set management. Investigation of this case revealed user handling error related to infusion set disconnection and delayed reconnection, with no alerts or alarms and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.